Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.a review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.upon investigation of the actual device used in this incident, it was determined that the system had a drawer failure. A field service engineer found that the drawers 1 and 2 were not detected and observed that there were no lights on the pyxie bus module controller (pmc) or the drawer controllers for drawers 1 and 2. The fse replaced the pyxie bus module controller and plugged in the drawer devices one at a time while performing a power-up sequence. When the drawer 1 controller was connected to the pmc, no lights were observed on the pmc, which led to the identification of a faulty drawer controller for drawer 1 that was subsequently replaced. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, user reported drawer issue. Cabinet was not working, the screen was frozen when tried to access medication. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.